Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a rotator cuff repair procedure, the tip of the ar-13995n, scorpion needle broke off in the patients acromion. The broken tip was not retrieved. The case was completed by using another scorpion and new needle to finish the passes. A copy of the x-ray cannot be obtained.